Event description:
It was reported that a new ilet user believed she entered an incorrect basal during a supply change and associated low blood glucose with receiving too much basal; the agent clarified that basal is not user-entered on ilet and that the units seen during tubing priming are not delivered insulin doses. Symptoms included a period of low blood glucose of 53 mg/dl reported by the user, although glucose was unaffected at the time of the call. Outcomes included transient hypoglycemia without reported injury, medical intervention, or hospitalization. Investigation included customer interview and product-use review with user education and troubleshooting. Investigation of this case revealed normal device function with correct priming behavior and user misunderstanding regarding dosing display during priming. It was concluded that the event was due to user misunderstanding, not a device malfunction, and the patient overtreatment of hypoglycemia was addressed through education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.